Event description:
Gamma camera head #2 shifted downward striking the pt in the abdomen. The problem was broken ball screw shaft of the gamma camera head #2 assembly. There is radial drive motor gear box assembly which turns the ball screw shaft to lift gamma camera head assembly.